Event description:
Account reported incident on 1/23/97 in which "catheter broke off" during discontinuation of arterial line. Catheter inserted in right radial artery and 1 3/4" remained in the pt. Surgery, under local anesthesia, conducted and remaining portion removed. Per account, "pt just fine" after surgery.